Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's father, customer's insulin pump is having issues delivery insulin. Customer's father stated the customer's blood glucose got elevated. The customer's blood glucose was 250mg/dl, treated with correction via pump. The customer's father is concerned because the insulin pump is not working correctly. The customer's blood glucose was 250mg/dl. The customer stated the insulin exited. The customer's father stated the customer had high blood glucose of 400mg/dl, treated with manual injections as needed. The customer wishes to perform high pressure test, but they do not have the tubing clamps available. Advised the customer to call back when tubing clamps are received, so we can perform testing.

Manufacturer narrative:
It was reported via phone call by the customer's father that the customer's insulin pump is not working and wants to perform the high pressure test. The help line assisted the father with the high pressure test; the insulin pump passed the high pressure test. The customer's father requested that the insulin pump be replaced even though the insulin pump passed all the troubleshooting.